Event description:
It was reported that the patient experienced a pump off event for an unknown amount of time and the pump restarted after battery was apparently reconnected by emergency medical services. The clock was reset. The event log and periodic log contained multiple alarms associated with a loss of all power event. These alarms include low voltage hazard, no external power, ebb in use, pump off, low flow hazard, low speed hazard, controller clock corrupt. The patient was utilizing battery power on (B)(6) 2023 and completely depleted both batteries and the backup battery. This low voltage caused the rotor to stop at approximately 9:58 am. The controller and pump appeared to completely shut off a few seconds later. The patient was off pump support for an unknown amount of time during this event. Following the loss of all power event, the pump appeared to resume operation with controller clock invalid faults once external power was restored. Related MFR: 2916596-2023-01739.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of full battery depletion leading to pump stop was confirmed via the log file review. Reviewing the periodic log file shows that the controller was connected to a battery power source for more than 8 hours per design, and the external batteries were completely drained leading to no external power. The backup battery provided power to the pump without any issue. The event log file shows that both external and internal batteries were depleted leading to pump stops with no external power alarm. The system controller event log file spanned approximately 2 days ((B)(6) 2023 per the timestamp). Routine low voltage alarm activated starting on (B)(6) 2023 at 05:09 due to depleting batteries. The external batteries completely depleted on (B)(6) 2023 at 08:16 activating no external power alarm. The backup battery was able to provide power to the system and depleted on (B)(6) 2023 at 09:58 leading to pump stops. The controller was reconnected to a power source with a default timestamp of (B)(6) 2000 at 00:00 and subsequently connected to the driveline. The controller clock was synced to the correct timestamp on (B)(6) 2023 at 16:52. No other notable alarm was observed. The hm3 system controller, serial (B)(6), was not returned for analysis. Per provided information, the patient did not recall the event of the device alarming. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. No further information was provided. The manufacturer is closing the file on this event.